Manufacturer narrative:
B5: updated. H6 impact codes: blood transfusion f2302 added.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but needed to be recaptured and repositioned. After the closure device was repositioned all release criteria was met and the physician released the closure device from the core wire of the wds. While reviewing the implanted closure device the patient oxygen saturation dropped and a pericardial effusion was discovered. A pericardiocentesis was performed and the patient was intubated. The patient experienced ventricular fibrillation and defibrillation as a result of the effusion and required CPR. The patient then became stable after this treatment. The patient is expected to make a full recovery from this event. It was further reported that around 200ml of blood was removed from the patient and then directly given back to the patient intravenously. The patient has fully recovered from this event and has since been discharged from the hospital.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but needed to be recaptured and repositioned. After the closure device was repositioned all release criteria was met and the physician released the closure device from the core wire of the wds. While reviewing the implanted closure device the patient oxygen saturation dropped and a pericardial effusion was discovered. A pericardiocentesis was performed and the patient was intubated. The patient experienced ventricular fibrillation and defibrillation as a result of the effusion and required CPR. The patient then became stable after this treatment. The patient is expected to make a full recovery from this event.